Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address chronic pain and unexpected positive/abnormal findings on lab and imaging pre-op. Osteolysis was also reported. Doi (B)(6) 2006 - dor (B)(6) 2011 (left hip). Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(6) 2011 - medical records received by (B)(4) on (B)(4) 2011, forwarded to customer quality on (B)(4) 2011. The revision operative report indicated hip pain with fluid around the hip. Additionally it was noted that there was fretting at the junction of the femoral head morse taper and the srom neck morse taper. The complaint was reopened to add the adapter sleeve and stem. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address chronic pain and unexpected positive/abnormal findings on lab and imaging pre-op. Osteolysis was also reported. Update: (B)(6) 2011 - the revision operative report indicated hip pain with fluid around the hip. Additionally, it was noted that there was fretting at the junction of the femoral head morse taper and the srom neck morse taper.